Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/21/98).

Event description:
The "gas loss" alarm sounded from the sys 90 pump and blood was noted in the tubing. (Event complications: none from the event-reported 3/24/98.) (Pt's current status: unk-rpt'd 3/24/98.)